Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A microscopic analysis and leak test were performed which identified broken sharp and wear abrasion. Based on the device analysis, the final assessment is a sharp edge broken in the side valve (fill channel) assessed as unidentified (tear) opening.

Event description:
Healthcare professional additionally reported "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.